Manufacturer narrative:
The issue and additionally requested information were investigated in detail. The operator was looking at the monitor in the control room while driving the unit intentionally. The system hit the bed and so the compression unit and the tomo rod were twisted as a result of this collision. It is the responsibility of the user to control the system movement properly. This is also described in the operator manual axd3-340.620.14.01.02 on page 29, chapter system safety. No system malfunction or general problem was identified.

Manufacturer narrative:
Note: per email received 03/15/2019 from the FDA, the administration has not received an initial report for the MDR #3004977335-2018-31458. Siemens is re-submitting this adverse event report per FDA request. The investigation is on-going. A supplemental report will be submitted if additional information becomes available.

Event description:
It was reported that the axiom iconos r200 was lowered onto the bed. The compression unit and tomo rod were twisted as a result of this collision.there are no injuries attributed to this event.